Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one patient sample that repeated negative. The customer believed the positive b-hcg result was inconsistent with the patient who is in early stage of pregnancy. The sample was spun down again and repeated. The following data was provided: initial total b-hcg result = > 15,000 miu/ml, repeat = < 1.2 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending data, labeling, device history records and field data. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Labeling was reviewed and sufficiently addresses the complaint issue. Device history record review did not identify any non-conformances or deviations with lot 28417ud02 and the complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 28417ud02.